Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no previous repairs related to the customer¿s problem. The customer reported problem was verified by performance testing. The volume was with specifications but was adjusted to match other products owned by the customer.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the difference in ventilation volume is significant and exceeds settings by 12 times. The event occurred before patient use at the facility.